Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after following these instructions. The customer was informed to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.